Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main half-height drawer 1.1 had failed and was not detected on the bus. A field service engineer (fse) reseated and checked all cables to resolve the issue. The fse also inspected all missing or defective slide bumpers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were not opening. The customer reported a hardware failure and was unable to dispense any medication as the drawers failed to open. A reboot was performed; however, the issue persisted. The user was able to log in but remained unable to dispense any medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.